Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
The 6f angio-seal sts plus was deployed in the femoral arteriotomy without issue in a diabetic patient with pre-existing foot vasculopathy. The deployment took place following a btk stenting procedure, during which embolization complications were noted. Two hours post-deployment, the patient complained of leg pain. Approximately 8 hours later, an angiography was performed. Thrombi were identified in the leg. Angioplasty was performed to restore blood flow. The patient was kept in the hospital for several days, however blood flow did not return to the inferior portion of the lower extremity. The inferior portion of the lower extremity was amputated. The patient is currently stable. The physician stated the cause of the thrombi is unknown.